Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen was going blank and the pump was emitting audible tones. After removing and re-inserting the pump battery twice, the screen reappeared. This cycle occurred multiple times over two to three days. The device history allegedly recorded three cs 054 call service alarms and two cs 052 call service alarms in three days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.